Event description:
It was reported that pump generated recurring cartridge alarm during use, and caller was unable to successfully load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to attempt proper cartridge loading, then was advised to switch to multiple daily injections as backup therapy, was provided replacement pump under warranty, was instructed to place affected pump into storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label within specified timeframe.